Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained that the incision was not healing properly. Surgical intervention took place wherein the scs system was explanted.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000175020. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the lead incision was not healing properly. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead site was washed out to address the issue. No infection observed. Note : it is unknown which lead is related to this issue.